Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: the pump was returned with a cut and torn keypad cover. All of the keypad buttons were unresponsive. There was contamination and moisture under all of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the down arrow keypad button was under responsive. It was reported that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.